Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of a strong "thumping" sensation while on their left side and also with increased activity. A device check indicated a recent rise in threshold, but in-office testing showed threshold levels to be normal. A reprogramming intervention was completed and the device remains in use. No patient complications have been reported as a result of this event.